Event description:
Customer reported inconsistent results obtained with the latron control for the differential parameters since (B)(6) 2013 when using the coulter lh 750 hematology analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the light scatter was erratic due to a short in the cable for the light scatter sensor. The fse replaced the ls sensor, (including the cable), aligned the flow cell and adjusted light scatter gains. Identification of failure modes: short in cable for light scatter (ls) sensor. No erroneous results were generated. Upon recur of the failure mode, erroneous differential and reticulocyte results are likely due to unstable light scatter detection for flow cell analysis. Product labeling: lh 750 operator's guide, pn (B)(4): when a latex control is outside its expected ranges: ensure the control setup information (assigned values and expected ranges) matches those on the package insert. If they do not, change the control information to match the package insert, then rerun the control. Ensure no bubbles exist in the flow cell by rerunning the primer and the control. If the control is still outside the expected ranges: go to the numeric keypad. Use f13 to purge the flow cell. Run primer and control again. Check the control: ensure the control is not contaminated, properly mixed, and not expired: ensure the aspirator tip is clean and dry. If necessary, use a new vial of latex control. Be sure to mix it according to the directions on the package insert. Ensure the flow cell is clear by performing the procedure for clearing a clogged flow cell. Rerun the control. If the control is still outside the expected ranges, call your beckman coulter representative. You can set the instrument to cbc mode and continue to process cbc samples. (B)(4).